Event description:
It was reported that there was an unknown type of infection at the lead location. The midline incision was still oozing, and the incision site was scheduled to be reopened for cultures to be taken at the time of a surgical wound check on (B)(6) 2014. The product was functioning as expected, but the incision was not healing as expected. The outcome for the event was not provided; if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97791, lot# n479282, implanted: (B)(6) 2014, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The infection was diagnosed on (B)(6) 2014. The patient did not have meningitis. The patient experienced symptoms of swelling, drainage and incisional wound opening. The primary location of the infection was in the thoracic region. The culture source was taken from the thoracic region. No organisms were determined. The patient was given oral antibiotics. The infection resolved. It was noted that the patient had the chronic infection osteomyelitis prior to implantation to the device.

Manufacturer narrative:
(B)(4).